Event description:
As reported by the user facility: product mislabeled as 15 drops/ml. Product is 10 drops/ml which is outlined in our product description and on website. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.